Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, mildly calcified lesion exhibiting 99% stenosis, and soft plaque located in the proximal lad. The lesion was not pre-dilated. Resistance was not noted while advancing the device to the lesion. It was reported that the balloon burst during first inflation of the stent for implantation. The mid part of the balloon ruptured. A pinhole rupture was suspected. The balloon was inflated for 10 seconds. The balloon ruptured before reaching nominal pressure of 12 atm. The device was not moved or repositioned prior to the burst. There was a sudden drop in pressure noted on the inflation device. Post dilation was performed three times (6 atm, 12 atm, 18 atm) using a non-medtronic balloon. The device was confirmed to be expanded by ivus. The procedure was completed successfully. Product analysis summary: the device returned with blood visible in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal tip. The balloon failed to maintain pressure. Upon visual inspection of the device, a tear was evident to the inner member. The inner member material was jagged, uneven and protruding upwards at the tear site. Upon inflation of the device, liquid was exiting the inflation lumen via the tear site on the inner member and entering the guide wire lumen. The liquid was then escaping the device at the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The stent did not pass through a previously deployed stent. It was reported that during inflation of the stent for implantation, the balloon ruptured before reaching nominal pressure. It was stated that post dilation was performed. The patient was reported to be alive with no injuries.